Event description:
The pt's lead moved out of the epidural space one week post-operatively. An x-ray confirmed the migration. A surgical revision was performed. The pt "fully recovered" and was "fine". Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4). This report is being submitted late due to a delay by a manufacturer employee. A process improvement plan and training are in place.